Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that threre were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board (pcb). The camera wire was noted as suspicious in the breakout region. The reported event was not confirmed. A risk review confirmed that the event is accounted for in the risk documentation. Related complaint for the spy ds controller did not have the device returned for analysis. As this issue occurred for multiple spyscopes, it is most probable that the reported event was related to the capital unit. Without analysis of the spy ds controller involved, the investigation does not lead to a clear conclusion for the reported event and the probable cause selected is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when putting the scope into the controller, no image was noted. A second spyscope ds ii was used but still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when putting the scope into the controller, no image was noted. A second spyscope ds ii was used but still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.